Event description:
It was reported that the patient presented for a biventricular implantable cardioverter defibrillator (biv ICD) implant procedure. During the procedure, the stylet failed to separate from the left ventricular (lv) lead. The lv lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be removed, and lead damage were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The cause was noted to be isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region.

Event description:
New information notes that fracture was noted on the left ventricular (lv) lead. The patient was stable.